Manufacturer narrative:
As reported through a literature article, ¿a phantom echocardiographic figure-of-eight image from disc-structured occluder can be artifactual and truly ominous¿, 49-year-old woman with history of secundum atrial septal defect (asd) repaired by transcatheter placement of an amplatzer septal occluder. During post-procedure, the patient developed ventricular tachycardia and a transthoracic echocardiography showed a flickering figure of eight (foe) image in the right ventricle (rv). The transesophageal echocardiography (tee) showed a double-disc¿structured device embolization in the rv along with the disappearance of the septal occluder. A decision was made to perform an emergent surgical intervention to explant the embolized device. The article concluded that it is important to realize that artifact should not be interpreted as device malfunction, but additional imaging may be needed to rule out device embolization that often requires emergent or urgent removal. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "a phantom echocardiographic figure-of-eight image from disc-structured occluder can be artifactual and truly ominous".

Event description:
The article, "a phantom echocardiographic figure-of-eight image from disc-structured occluder can be artifactual and truly ominous", was reviewed. The article presented a case study of a 49-year-old female patient with a history of secundum atrial septal defect (asd). It was reported that on an unknown date, an unknown amplatzer septal occluder was implanted. It was then reported on an unknown date post-procedure, the patient developed ventricular tachycardia and a transthoracic echocardiography showed a flickering figure of eight (foe) image in the right ventricle (rv). The transesophageal echocardiography (tee) showed a double-disc¿structured device embolization in the rv along with the disappearance of the septal occluder. A decision was made to perform an emergent surgical intervention to explant the embolized device. The article concluded that it is important to realize that artifact should not be interpreted as device malfunction, but additional imaging may be needed to rule out device embolization that often requires emergent or urgent removal. [The primary and corresponding author was ruihai zhou, division of cardiology, department of medicine, university of north carolina at chapel hill, chapel hill, north carolina 27599-7075, USA, with corresponding e-mail: (B)(6)].